Event description:
The pump was returned for investigation. Investigation revealed that the force sensor was out of calibration. This report is made based on results of investigation completed on (B)(6) 2012.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed large primes in the history. Unable to perform pump rewind, load, and prime due to no cartridge detected. The force sensor calibration was out of specifications. The piston was measured within specifications. Unrelated to this event, evaluation revealed a cracked battery compartment and a discolored/faded display screen, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Evaluation also revealed corrosion in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.